Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 bisector was still activated (creating a source of heat to cut) while the jaws of the bisector were in the open position. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. Blood was observed on the harvesting handle as well as blood and charred tissue was observed on the heater wire. The heater wire was observed to be slightly flexed away from the hot jaw but remained attached at the base and tip of the hot jaw. The silicon insulation was observed to be intact, no visual defects were observed. An electrical evaluation was conducted. A pre-cautery test was performed per the instruction for use (IFU) with a reference cable, adapter and reference power supply at level 3.0. The device passed the pre-cautery test; it produced visible steam and audible sound during several activations during five (5) 3-second activations. To evaluate the safety shut down the system, a poly-fuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after a 10-second cooling period with no incident each time. Based on the return condition of the device, the reported failure ¿device remains activated¿ was not confirmed, but was confirmed for the analyzed failure ¿material twisted/bent.¿ specific actions for the analyzed failure mode are being maintained and documented under maquet¿s failure investigation report (fir) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 bisector was still activated (creating a source of heat to cut) while the jaws of the bisector were in the open position. A replacement device was used to complete the procedure. The hospital did not report any patient effects.